Event description:
Surgeon had used a 25 gauge spinal needle during anterior cervical decompression with total disk replacement, c6-7 and c5-6. Unfortunately, 3mm tip broke off in the bone. Surgeon had evaluated to decided to leave it in as it was impossible to retrieve the tip without removing a very large piece of bone. FDA safety report ID# (B)(4).